Event description:
The customer reported differences of over a 100 point in their sensor glucose readings versus their blood glucose readings. It was also reported that the sensor cannula is almost always bent. Customer's blood glucose level 101mg/dl. No additional information was provided

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.